Event description:
It was reported that the customer was hospitalized and went into a diabetic ketoacidosis on (B)(6) 2014. The customer was experiencing low blood glucose levels around 53-54 mg/dl but after dinner her blood glucose levels went up to 533 mg/dl. Her blood glucose level rose past 600 mg/dl. Prior to the emergency room visit, the customer was taking more insulin than she was supposed to because her blood glucose levels were not coming down. In the hospital she was administered insulin drip. She was wearing her insulin pump at the time of hospitalization. The customer also reported her site was bleeding and her sensor was covered with blood. She had issues with her sensor and blood glucose readings. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.